Event description:
It was reported that backup vvi was observed on the pacemaker. Further information was requested but was not yet received.

Event description:
New information received notes the cause of the backup operation was determined to result from an incomplete software update. The physician was attempting to update the device on his own when the patient became symptomatic. The patient was pacemaker dependent and experienced weakness, dizziness and felt sick. The patient remained in a backup mode until assistance was provided by an abbott representative. A device reprogramming was completed successfully. The patient immediately recovered following programming changes.